Event description:
It was reported that the procedure was to treat a heavily calcified lesion in an extremely tortuous superior mesenteric artery (sma) (contrary to IFU), using a brachial approach. The lesion was pre-dilated, but the calcification re-coiled. Several attempts were made to place the stent, but it would not cross the lesion. As the stent delivery system (sds) was being withdrawn, the stent became dislodged in the aorta. It appeared that the stent caught on the calcification and was stripped off by the sheath due to the inferior takeoff and the angle of the sheath when retracting the device. The stent was snared and successfully removed from the pt. The procedure was aborted at that time because the pt had a fragile femoral and it had been a long and difficult case.